Manufacturer narrative:
The affected journey dcf femoral cutting block was returned and evaluated. A visual inspection of the returned product showed the device is intact. However, the cutting block locking cam set screw is seized up, causing the device to be defective. The device was manufactured in 2014 and it shows signs of significant wear/usage. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the screw came out of the back of the block during surgery. No piece fell in the patient and no harm to the patient was recorded. No delay.